Event description:
Information received indicates the product material was cut or torn in the wire-wound cannula body at the fifth depth marker, and was replaced prior to going on bypass. The hcp stated patient blood loss occurred due to the product ploblem with no subsequent patent complication reported.

Manufacturer narrative:
Product evaluation confirms the reason for return; a cut or break is seen in the product material, as reported by the user. Visual inspection reveals a cut or hole is noted in the cannula between spring winds and is located approximately 2.25 inches from the distal tip. No visible damage is seen on the outer surface of the cannula or to the inner spring wind in the area of the break near the fifth depth marker. Although requested, additional event or patient information has not been provided, and the user did not estimate the amount of patient blood loss. No subsequent patient complication has been reported. Conclusion: product evaluation confirms the reason for return; we are unable to determine an exact cause for the reported product problem.